Event description:
It was reported that tandem mobi pump issued cartridge alarm during use, identified by support as cartridge alarm 34, without involvement of magnets or occurring during loading and with no prior similar alarms on this pump. There was no adverse impact to the customer¿s blood glucose level. Customer had since used new set of supplies, was advised to continue monitoring, and case was closed by technical support with instructions to report any further issues.